Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values reached 600 mg/dl, while in the car. The patient was talking to another person in the car, when they lost consciousness. The patient was taken to the emergency room (ER) by ambulance, to seek medical treatment. For treatment, the patient was given potassium, blood pressure medication, diagnostic tests and fluids. The doctor believed the patient was having a seizure.